Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The p-cap locks properly into the reservoir compartment. The pump booted up with a critical pump error. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to critical pump error. The pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were noted during visual inspection: scratched case, scratched keypad overlay, cracked keypad overlay, cracked case (battery tube) and pillowing keypad overlay cosmetic damage was confirmed with cracked case (battery tube) during analysis. Critical pump error alarm was confirmed during analysis due to moisture damage on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device returned.